Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 during which the patient's s1 lead was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief from the drg system. As such, surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted. The physician did not feel comfortable removing the drg lead; hence it remains implanted at this time.